Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch assembly magnet had fallen out and required replacement. A field service engineer arrived on-site, inspected the latch assembly, and replaced the missing magnet. After the component replacement, the engineer successfully logged into the hardware test application (hta) and confirmed that all drawer functionality tests passed. The customer was able to log into the user application and recover the storage space successfully. Visual preventive maintenance was performed and verified no further repairs were needed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es displayed an error message indicating that drawer 4 could not be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.